Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a couple of non-reportable phenomena such as corrosion inside the air pump tube and the olympus lamp life reaching expiration were confirmed. The reported event was not confirmed, the lamp was found to have a burn mark. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of lamp having a burn mark could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus but has not yet been analyzed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, an e103 lamp error code was received when using the evis exera iii xenon light source. The issue was found during preparation for use. There were no reports of patient harm.